Event description:
This complaint is from a literature source and the following citation was reviewed: goto s, izumi t, nishihori m, araki y, yokoyama k, uda k, saito r. Atypical incomplete detachment following pulserider deployment. J neuroendovasc ther. 2022;16(8):409-412. Doi: 10.5797/jnet.cr.2021-0095. Epub 2021 dec 24. Pmid: 37502632; pmcid: pmc10370634. Background and purpose: owing to the limited time since the introduction of the pulserider (pr), inconsequential or rare complications that clinicians should be aware of remain unreported yet. Here, we report a rare complication of incomplete detachment. Cerenovus devices that were used in this study: qty 1: pulserider aneurysm neck reconstruction device adverse event(s) and provided interventions for pulserider aneurysm neck reconstruction device: qty 1: 50-year-old male patient. Failure to detach pulserider device. Physical detachment of the pulserider was accomplished by repeatedly pushing the delivery wire and pulling back to the natural position to the extent that the pulserider did not move. Finally, the procedure was completed without any protrusion of the coil complex or any symptomatic complications.

Manufacturer narrative:
Product complaint # (B)(4). Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Clinician assessment: failure to detach the pulserider aneurysm neck reconstruction device in the target site or required additional manipulation of the pulserider aneurysm neck reconstruction device, could cause non-target site embolization, ischemia or infarct. No patient consequences were reported. The event is reportable to the us FDA as a malfunction. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.